Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a completely broken grip tip. A piece approximately 0.5460" x 0.2310" was found to be broken off. The broken piece was not returned. The components adjacent to this broken grip do not show damage.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a broken/damaged distal tip. There was no reported injury.